Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited blurred, indistinct or noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation and historical data, the possible causes include damage or deterioration of parts, environment problem like as dust, dirt, humidity, or ambient light; optical, interoperability, overheating, and electrical problems such as signal loss or open circuits; and random component failures not related to design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.